Event description:
The drop tube with attached lights fell out of the trolley. It was observed by the dr, that the set screws had come out of the trolley.

Manufacturer narrative:
There was no injury so there are no pt codes applicable to this report.